Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were getting ready to have an MRI done and they found the programmer but they don't think they have used this device in several years. Patient stated they put batteries in the programmer and when they turn it on it just shows a question mark and it doesn't connect. Patient asked if their implant could be dead. Agent asked when the last time their implant was checked was and patient stated they haven't had it checked since they got it. Patient mentioned they had an MRI maybe a year ago and they had to turn the device on and off and they maybe had it on after that but they didn't know if it went off or not. Patient tried to connect with and without the antenna on the call and was seeing the poor communication screen. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.